Event description:
The centrifuge broke/shattered when spinning a patient sample and destroying the tube of blood. The nurse was notified rn of lab accident and a redraw was requested.==================================================================reporter indicated the centrifuge is approximately 1-1.5 years old. The centrifuge mentioned in this report and report number 58 is the same. Another centrifuge was used from a different brand to complete the procedure. The reporter indicated there is no prior similar incident with the device. A new style rotor was installed and the device was returned to service.